Event description:
It is reported, occlusion-maxzero, after several attempts to disconnect and reconnect it, it still did not drip. Additional information: problems are found during infusion when the infusion set is connected, it is found that it does not drip, and sometimes it is found that it does not drip after a few minutes of infusion penicillin antibiotics are given when they occur no harm no infusion deficiency.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.